Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Reader did not turn on with button, strip, or usb cable insertion. Reader was connected to pc but was unable to be recognized. A bnp-1 issue was cloned. Built in reader test was performed. All tests passed and functions cycled normally. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device turns on and off on its own. The customer reported being cold and experienced sweating and couldn't move or treat themselves, requiring treatment of chocolate and water by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device turns on and off on its own. The customer reported being cold and experienced sweating and couldn't move or treat themselves, requiring treatment of chocolate and water by a non-healthcare professional. There was no report of death or permanent injury associated with this event.